Event description:
The hosp hemodialysis unit reported that after a hemodialysis treatment using a system 1000 hemodialysis machine, the pt passed out and fell on the floor while still in the hosp. The pt's dialysis treatment was 4 hours long with an ultrafiltration target of 4.3 kg. The initial investigation in the center found that in addition to the target ultrafiltration, an additional 0.9 kg of fluid was removed from the pt.